Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient indicated that they had a pain stimulator and had major issues the past couple of weeks. Pt said their manufacturing representative (rep) cannot get to the bottom of it. Pt said their rep canceled an appointment last week and now the pt had an appointment on thursday with their ep. Pt was escalated so patient services specialist(pss) did not gather any more details. Pt mentioned they were "kind of (profanity) anyway" and the issue had been going on for so long that they were thinking of removing the spinal cord stimulator(scs). Pt was redirected to hcp. Pt asked if the issues had occurred with scs devices and pts with covid-19. Patient called back and repeated the information previously documented. Patient stated they can't take the sensation and it's very uncomfortable. Patient stated they still feel the sensation even with the stimulation off and that it takes 24 hours to feel any change. Patient stated only group b is set up and they had programs 1, 3 and 4 turned on at 0.4 intensity. Patient stated they've tried adaptive stim in the past but it didn't work, and it's turned off now. Patient stated they have an appointment with their rep on thursday. Agent recommended patient turn the stimulation off until that appointment when things can be checked. Patient stated they can't do that because they'll have too much pain and would need pain medicine. Patient noted they've had 3 back surgeries. Patient asked who to call if there's an emergency overnight or on the weekend; agent reviewed information. Patient disconnected.

Event description:
Additional information received from the manufacturer representative reported that the cause was not determined. The patient was seen for programming and everything was working correctly. The patient explained she had covid a few weeks ago and her nerves went haywire and she had to turn the stimulation off. After a previous programming she felt like her feet were overstimulated several days later and had to turn the stimulation down. The issue had been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fbss upper limb/neck and spinal pain indications. The reason for call was pt said they had met with their rep on the 20th of oct for reprogramming of the ins. Pt said the reprogramming worked for about 3 days and then the ins went "wacko". Pt said their stimulation went up and they could not get it to turn back down. Pt said the stimulation would go up but not down however, pt mentioned on the call that they hadn't tried to use the down arrow on the controller to turn it down. Pt said they had a very bad night last night and said it was really effecting their whole body. Pt said they turned their stimulation off and they took the battery out of the back of their controller twice before it really calmed down (pt was in group b, program 1 was at 0.2 with stimulation off). The patient was redirected to their healthcare provider to further address the issue. Redirected caller: patient's hcp.